Manufacturer narrative:
Device eval summary: device eval of the electrode belt sn (B)(4) has been completed. The reported problem (belt connector stripped) has been confirmed. Upon eval, there were 3 bent pins in the trunk cable connector. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his electrode belt connector is stripped and will not stay attached to the monitor. The pt was issued a replacement electrode belt.